Event description:
Customer report that a pt was allegedly in a 'no. Telem' state and the cic was not alarming. The alleged event occurred in 2005 between 1530 and 1600. Customer could not recall the bed that was in alarm. No pt injury reported.